Event description:
The customer reported that the device was leaking air during a case. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. A loss of pressure in the tourniquet could result in systemic exposure to a local anesthetic if it should recur.